Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (1) year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, however the probable cause of the malfunction would likely be related to the reprocessing that was not accomplished at the facility appropriately before sending the device to olympus. The event can be prevented by following the instructions for use which state: reprocessing method descripted in (olympus bf-uc190f reprocessing manua). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited the adhesive around light guide lens had foreign objects. There were no reports of patient involvement.